Event description:
It was reported by the affiliate that during a gastroplasty procedure the device cut but it didn't staple when it was fired. Case was completed with a like device. There was no patient consequence.